Manufacturer narrative:
This report is being submitted to correct b1, as it was inadvertently summitted as an adverse event instead of a reportable malfunction. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the malfunction was caused due to the disconnection of white-light emitting diode (led). The white led of the lamp and receives a current value designation signal from the circuit board. If there is an error in the current value designation signal, the circuit board outputs a signal that the current does not flow normally and causes an illumination lamp error e105. Olympus will continue to monitor field performance for this device.

Event description:
The error occurred during inspection for use for a diagnostic upper endoscopy procedure.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional/relevant information be received an additional report will be provided.

Event description:
The customer reported that his olympus video system center was presenting an e105 error during an unspecified diagnostic procedure. According to the initial reporter, the procedure being performed was cancelled. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.